Event description:
It was reported patient underwent a proximal femoral nailing procedure on (B)(6) 2014. During the procedure, the anti rotation screw would not disengage from the patient. Subsequently, the nail had to be removed with the anti rotation screw still intact. Three instruments fractured in the process of removing the screw. A forty-five minute delay occurred in the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02117 / 02118).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.